Event description:
It was reported that the patient was able to eat and write when his system was on. However, he only had stimulation on 10% of the time because his balance was off. He shuffled rather than walking and used a cane. He also had a choking sensation when swallowing at times. The patient had a problem with equilibrium and could not move his leg as he should. He also reported a shock or jolt when turning stimulation on. Follow-up from the patient reported that he was still having concerns with his device or therapy, but had not sought further help. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-11567 as the patient had two inss and it was not specified which one was the issue.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0fvp0, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0fvp0, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).